Event description:
It was reported that a downstream occlusion (dso) sensor of an infusion pump was torn. The event occurred during testing and there was no patient involved and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.